Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery and off now power alarm. Customer changed the battery and now the screen on the device hasn't returned. Customer's blood glucose was 219 mg/dl. Customer then stated the device had a crack on the back side of the device near the battery cap. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan due to the damage. Customer agreed to return the device for analysis. No troubleshooting was performed for the alarms as customer wasn't using the appropriate type of battery.